Event description:
Caller alleged imprecision with the inratio2 meter on one pt. Results as follows: date: (B)(6)202; initial result - 0.8; repeat result = 2.3. Nurse used the same blood sample from one finger prick to perform both tests. Customer took longer than fifteen (15) seconds to apply the sample. Customer did not have specific info about the pt's medication or health issues. Pt's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Discrepant results (precision) comparison of inratio test results as follows: date: (B)(6) 2012, inratio results: (0.8, 2.3), mean: 1.55, sd: 1.06, %cv: 68.4, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. The results are considered discrepant beyond the documented variability for pt/inr testing. User reported sample was applied to the strip > 15 seconds following finger-stick. This delay in application may have prematurely initiated clotting and adversely effected sample migration, flow and saturation. This may be root cause. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 282861. Test results as follows: donor: 1, inratio results: (3.4, 4.0, 4.0), reference: 3.48, bias threshold: (2.48 - 4.48), %cv: 9.12; 2, (2.9, 2.8, 2.8), 2.50, (1.50 - 3.50), 2.04. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by quality assurance for corrective action (B)(4) no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.